Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the primary failure of broken grip to be relate to the customer reported complaint. The mcs instrument was found to have a broken grip at the tip of the grip. A piece approximately 0.010" x 0.017" was found to be broken off. The broken piece was not returned. The root cause of broken mcs instrument grips -tips is typically attribute to mishandling/misuse, such as excess force applied to the instrument jaws. No image or procedure video was provided for review. A review of the instrument log for the monopolar curved scissors instrument (part# 470179-19/lot# n11210621 0011) associated with this event has been performed. Per logs, the instrument was last used for a procedure on (B)(6) 2022 using system sl0515. The instrument had 8 remaining usable lives with no subsequent use recorded. This complaint is being reported based on the following conclusion: failure analysis acknowledged that a fragment was missing from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the monopolar curved scissors instrument's jaw was found to have a broken tip. There was no patient involvement. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.